Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified red particles, and broken shell with striated edge. A weight test of the explanted material was completed and it was underweight. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage.

Event description:
Device was explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported left side rupture. Device remains implanted.